Event description:
It was reported the patient¿s device went ¿bad¿ and was replaced on 2008-(B)(6) and noted the problems with the unit began in 2008. It was reported the leads broke. It was further reported the patient had a burning sensation because the ¿unit had a fluid leaking out of it¿. It was noted the patient this was the patient¿s second or third time they had the unit changed. Additional information received reported the cause of the event was lead failure. It was reported the lead and implantable neurostimulator (ins) were both replaced on 2008-(B)(6). It was noted the symptoms related with the event were a loss of paresthesia coverage. It was noted the event did not require hospitalization and the patient is alive with no injury. Additional information received reported the patient still has concerns with their device or therapy but has not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: 1995-(B)(6), product type transmitter. (B)(4).